Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant are unknown. It was reported that the patient returned for routine follow ups. Currently the vessel morphology was reported there was disease progression with aortic neck dilatation. The aneurysm is 6 cm in diameter. The aortic neck is 31 mm in diameter, 45 degree angulation, moderate calcification and moderate tortuosity. The CT that was performed one month ago revealed that there was distal stent graft migration with a proximal type I endoleak.. The patient was treated with an endurant aortic cuff 32x32x70 and the migration and type I endoleak were successfully resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, migration); patient¿s condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aortic neck dilatation).